Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a distal pancreatectomy procedure. For the first firing, the reload was connected to the adapter. The surgeon articulated the jaws with almost maximum angle, clamped the tissue, and started firing. After firing one centimeter on the pancreatic parenchyma, let some time pass, tried to re-start firing. However, the device did not work. The status indicators were illuminated blue and the cartridge indicator was flashing. The surgeon pushed the silver button, however, could not pull the knife back. Re-inserted the battery, the clamp cover was returned and the jaws were opened. Replaced by a manual handle and a new reload and the firing was completed. The powered handle was removed from the surgical field, pushed the blue button and the sliver button at the same time. However, the jaws were unable to be returned to the straight position. The surgical time was extended by less than thirty minutes. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of photo of one device handle. The photo provided by the account shows that the device did not recognize when a reload was attached. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there was no assembly or component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.